Manufacturer narrative:
Operator of device is unknown; no further information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned. We are unable to confirm the reported complaint. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pump alarmed no disposable with the cassette. Pump alarmed twice and restarted without changing pump or cassette. No patient injury reported.